Event description:
It was reported that during a follow-up, loss of capture was noted on the left ventricular (lv) lead. Micro dislodgement was observed. The lv lead was explanted. There were no adverse health consequences, the patient was stable.